Event description:
It was reported that a patient incident occurred during a polypectomy with the electrosurgical unit (esu/generator). A perforation occurred and a clip was applied to the perforation site. The account also reported other incidents upon adjusting the esu cut mode from effect 2 to effect 3 but did not provide any details. The setting change was done to speed up the removal of polyps (note: the adjustment would also increase tissue effect). Note the esu is similar to a model distributed in the u.s. It was distributed by our parent company (erbe (B)(4)) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested just one month prior to the reported event (note: it appears that the account did not see a need to evaluate the equipment after the events). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were functioning properly within specifications for the device. In conclusion, no equipment problem was determined to have caused or contributed to the event. The complication is typical for the procedure. Most likely there were many factors involved with the incident (e.g., patient disease state, age, settings, etc.). Specifically, the change in the cut setting increased the output intensity and may have been an important factor in the event(s). Nevertheless, no conclusive determination could be made as to the cause of the situation. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.